Event description:
It was reported ¿md states patient was complaining of abdominal discomfort went to the ER, had a CT and it showed the implant in the bladder. Md is going back in on tentative date of (B)(6) to remove the clip. [Patient experienced] abdominal discomfort, implant is to be taken out ( B)(6) 2024¿. Additional information received indicated that the patient had ¿right flank pain in which they went to CT but notes state patient had a kidney stone as well. Patient was sent in for a cysto on 6/17/24 in which the implant was confirmed in the bladder. Implant is scheduled to be removed on (B)(6) 2024.¿